Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set had air in line. The following information was provided by the initial reporter: air-in-line error has occurred twice for the same patient within 15min. To resolve this issue the closed system needed to be opened which is a hazard to staff and patients. As the taxol line does not have the ability to use the 'compact chemo' sets we are forced to open the system. Sets used: 10010454-0006. Mfx2301ev. Mfx2308e.

Manufacturer narrative:
Investigation result: no (B)(6) sample was available for investigation; however, the customer reported that "air-in-line error has occurred twice for the same patient within 15min." Additional information also reported that the fault occurred "during infusion, approx. 1 hour in total". As part of the investigation, the customer provided photographs of the reported sample and the set-up included a mfx2301ev, a mfx2308e and a (B)(6). Analysis of the photographs identified that no fluid was present throughout the (B)(6) set; the (B)(6) was spiked into a mfx2308e which was spiked into an infusion bag, however the pinch clamp was activated suggesting a secondary infusion was being performed. A mfx2301ev secondary set was connected to one of the smartsite ports of the mfx2308e, which was unclamped; however, a closer inspection could not determine if any fluid was present within the mfx2301ev product. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature in the international market against the (B)(6) product in the past 12 months.

Event description:
Please confirm how the fault was identified? This may not be a fault. Customer complained of air getting not set due to inability to vent the infusion. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During infusion, approx. 1 hour in total. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? - mfx2301ev ¿ spiked into chemo bag, attached to smartsite on mfx2308e. (Note ¿ this set does not have the ability to vent and sometimes if the bag does not fully collapse air will be pulled through with the infusion fluid).. - mfx2308e ¿ spiked into flush/prime fluid. - 10010454-0006 ¿ spiked into bottom of the mfx2308e. Please confirm if there is any visible damage on the set ¿ such as cracks, splits or deformation of the piston? According to customer no visible damage. Please confirm if any leakage was observed? No. Please confirm if any alarm sounded when this was observed? What was the message on the pump? Air in line alarm worked as expected.